Manufacturer narrative:
The initial report was inadvertently assigned to correction 1627487-060217-001-c.

Event description:
Follow up revealed that the patient's ipg was not part of correction 1627487-060217-001-c.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6). The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg is no longer able to communicate with the patient and clinician controllers. No surgical intervention planned at this time.